Event description:
It was reported to boston scientific corporation that an rx cytology brush was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2015. According to the complainant, during the procedure, the brush broke at the handle. The procedure was completed with another rx cytology brush. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. This event has been deemed an MDR-reportable event based on the investigation result showing that the pull wire had broken off at the end of hypotube.

Manufacturer narrative:
(B)(4) for the investigation result of wire broke. Visual analysis of the returned rx cytology brush revealed that the hypotube was undamaged and the brush had no issues. The blue touhy-borst cap had been completely unthreaded from t-fitting threads. Thumb ring assembly had been pulled out of t-fitting far enough that zytel stop-washer was flush with proximal end of t-fitting, but the zytel and steel stop-washers and silicon gland remained inside the t-fitting. The working length had multiple bends and kinks. Functional evaluation was done after the blue cap was re-engaged onto the t-fitting threads. The brush did not extend when the thumb ring was extended and there was no corresponding movement of the pull wire, indicating an issue with pull wire inside t-fitting. The device was disassembled and it was found that the pull wire had broken off at the end of the hypotube. Most likely, the working length was kinked due to some aspect of tortuous anatomy or other operational aspect of the procedure. Once the working length was kinked, the kinks would restrict the ability of the pull wire to move freely within the catheter. Attempts to extend and retract the brush with the pull wire movement restricted likely resulted in the broken pull wire. The blue cap and the t-fitting threads were undamaged, indicating the cap was likely excessively loosened or completely unthreaded when the thumb ring assembly was pulled partially out of the t-fitting. This could impact the integrity of the device¿s handle stop mechanism and can result in the internal components being pulled out of the device when force is applied to retract the brush. Therefore, the most probable root cause for this event is determined to be operational context. A review of the device history record (DHR) was performed; no anomalies were noted.